Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and the trim ring was found to be broken. No other major defects were observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was then prepared for the functional bench test where a water reservoir bottle, an adult breathing circuit (880-36kit), a 382-10 conchasmart column, and dual temperature probes were connected to the unit. Air flow was supplied to the unit for a real time operational scenario. The unit successfully navigated all pre-operational self-tests again and was functioning in real time. The settings were set to full rainout, invasive, at 37 degrees c. The unit functioned without any interruption or functional anomalies for ~1.0 hour. No unexpected alarms noted. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
Customer reports receiving error message for "off load error". The issue was detected prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports receiving error message for "off load error". The issue was detected prior to patient use. No patient involvement.